Event description:
In (B)(4), 2007, a customer reported to olympus diagnostic system that the pk7300 cover was open and fell, striking the operator.

Manufacturer narrative:
At the time of the event, a field service engineer (fse) replaced the two shocks that hold the cover open with the same style. At that time, olympus determined a report was not required. Beckman coulter inc., subsequently acquired this product line from olympus and while conducting a retrospective review of events involving these products determined that a report was required.